Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).

Event description:
It was reported that the right ventricular lead exhitibed an increase in threshold and a decrease in sensing. The lead insulation was kinked. The lead was explanted and replaced.